Event description:
The following has been reported: error code 10-0002 external ram memory. This pump failed during a cardiac arrest. Per facility: "the pump failure occurred during the cardiac arrest. This was swapped out to a different pump straight away. The failure of the pump did not change the outcome for the patient who has unfortunately passed during that cardiac arrest.". Reporting as a conservative measure. More information is needed to complete the investigation.